Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse identified that the cmos battery was discharging and was almost empty. Fse replaced the image pc to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the issue was identified while a philips field service engineer (fse) was onsite for a service activity, while the system was outside of clinical use. The fse identified that the bios battery was almost empty but confirmed that this issue was not impacting the functioning of the system. The fse replaced the ippc to resolve the issue. After that, the system was returned to use in good working condition and ready for clinical use. The ip pc was returned for further analysis. Functional testing was performed, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation confirmed that the issue was identified during a service activity and that it was not having any impact on the system's operations. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the cmos battery discharged in image pc, which could prevent the system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.